Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2015 due to pain.

Manufacturer narrative:
Additional information was received. The product was returned for investigation and the results of the investigation was provided. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event description event summary: patient underwent revision due to pain. Review of received data: - surgical report : review of surgical report did not lead to new information regarding the reported event. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis (ef) visual examination following components have been returned for investigation: durom cup and ldh head and head adapter all received components showed damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup showed none bone ongrowth on the anchoring side. The inner surface of the head adapter showed some surface changes in form of fretting corrosion the outer surface of the head adapter and the head taper could not be reviewed as the head adapter was still assembled in the ldh head. Conclusion no further investigation required as this issue is known and addressed (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Sales of the durom acetabular component were voluntarily and temporarily suspended in the u.s. Until implementation of the corrective action in 2008 (update of surgical technique brochure and instructions for use, and a new u.s. Surgeon training program). After implementation of the corrective action, sales were resumed to those surgeons who completed the mandatory u.s. Surgeon training program. Due to low sales, zimmer (B)(4) stopped selling the durom acetabular component in the u.s. At the end of 2010. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. Zimmer (B)(4) consider this case as closed. Zimmer¿s reference number of this file is (B)(4).